Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc reviewed the data provided. The ccc found that the quality control (qc) was in range at the time of the event. The customer explained after the initial results, they repeated the same sample on their alternate instruments. The repeat results were within the expected range and reported out. The ccc inquired about the cause and it was sample related. The cause of the discordant, falsely depressed results is sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed results were obtained on one patient sample on a dimension vista 1500 instrument. The initial results were not reported out to the physicians. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer repeated sodium and potassium a second time, resulting similar to the first repeat. The customer reported out the repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed results.